Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. The insulin pump has cracked case at the display window corner and minor scratched display window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that the act button was unresponsive once they were in the bolus feature. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.